Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service" (oos) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/29/2013 for investigation. Investigation results as follows: visual inspection was performed and the battery lock was damaged. No other damages were observed. During power up, the platform displayed an "out of service" message, thereby confirming the customer's reported complaint. A review of the archive revealed that this was attributable to an error 203 (software error). A definitive root cause for the 203 error could not be determined. No further functional testing could be performed due to the fault.